Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that in 2003, she woke up with a normal blood glucose reading of 126 mg/dl. She stated she went to church and within 5 minutes, she was "sick as a dog." She was taken to the emergency room and was admitted to the hospital. She stated she was diagnosed with ketoacidosis and was in intensive care for 6 days. She was taken off of her insulin infusion device and placed on an insulin drip. She stated this occurred with a prior infusion device and when she was new to insulin pump therapy. No product will be returned for evaluation.